Manufacturer narrative:
The following devices were also listed in this report: simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mct021. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 033566. Mrhk femoral bushing; cat# 6481-2-110; lot# lco713. Mrh axle; cat# 6481-2-120; lot# ctd985. Mrhk tibial sleeve; cat# 6481-2-140; lot# lco605. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# lcr557. Mrhk tib ins 10mm xs/s s1/s2; cat# 6481-3-210; lot# lcq389. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbt020. Gmrs extension piece 40mm; cat# 6495-6-040; lot# s6hxt. Mrs fem stem w/o body 13x203mm; cat# 6485-3-613; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient may have infection. Surgeon performed washout & discovered femoral implants were loose. All femoral components revised.

Manufacturer narrative:
An event regarding infection involving a gmrs femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as items were not returned. Medical records received and evaluation: revision of femoral mrh devices due to suspected infection less than 4-years post implantation after distal femoral segmental resection in a male patient of (B)(6) with unknown weight. A ¿washout¿ was performed with exchange of all femoral components. The only available x-ray confirms radiolucent lines along the entire femoral cemented implant-bone interface while the tibial side also shows some radiolucent lines but less extensive and not (yet) affecting stability of the tibial device. No further clinical or surgical information is available while no explants were returned for investigation. A chronic low-grade infection of the mrh arthroplasty device has contributed to femoral loosening which required femoral component exchange in addition to the planned irrigation and debridement for infection where more commonly metallic devices are being retained. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot and one other similar for the reported sterile lot. Trend request 870 has been submitted for this sterile lot commonality. Conclusions: revision surgery took place due to infection whereby the femoral construct was found to be loose and subsequently the femoral construct was revised. Medical review indicated a chronic low-grade infection of the mrh arthroplasty device has contributed to femoral loosening which required femoral construct exchange in addition to the planned irrigation and debridement for infection however the exact cause of the infection could not be determined because insufficient information was provided. Further information such as pathology report, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient may have infection. Surgeon performed washout & discovered femoral implants were loose. All femoral components revised.